Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient experienced ineffective therapy. Impedance check revealed high impedances on all contacts of lead l4. Additionally, s1 lead had fractured. As such, surgical intervention took place wherein the leads where explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.